Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. The reported complaint cannot be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A complaint history search performed revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 12.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient experienced severe halos and glare, including poor near and intermediate vision even when correcting for residual refractive error. These symptoms were reported as significantly interfering with activities of daily life. There was no incision enlargement performed. The lens was replaced with a zcb00 13.5 diopter lens and the symptoms resolved. No additional information was provided.